Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: when installing the oxygen cell in the hamilton-g5 the equipment does not recognize that the cell is installed.